Event description:
It was reported that patient experienced protrusion and discharge at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.